Event description:
Nellcor puritan bennett received a call from representative on 10/07/1999, who called to report the following problem: ventilator stopped cycling with all leds and constant single tone alarm.